Event description:
It was reported that about 5 years ago a patient with a baclofen pump became unresponsive and the dose was reduced '3/4'. This caused the patient to go into withdrawal.

Manufacturer narrative:
(B)(4).